Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported 'buttons 4 and 5 not working' was not evidenced by the evaluator but rather a delayed keypad response to user input. The device was found out of specification. The cause was determined to be a failed processor board which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spectrum pump keypad buttons 4 and 5 did not work during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.